Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. After multiple attempts tandem customer technical support was unable to contact the customer for further troubleshooting. No additional information was provided. Customer¿s blood glucose level was 150 mg/dl.